Manufacturer narrative:
(B)(4). Investigation: no service call was placed for this incident because it is attributed to an operator error, not a deficiency with the machine. DHR was reviewed and no problems were noted. Conclusion: operator error. Corrective/preventive action: the support specialist who handled the call gave the customer some re-training as to the danger of running a donor with the wrong parameters.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Operator entered the incorrect weight into trima. This action caused an incorrect calculation of total weight volume. The donor did not experience any adverse symptoms nor was any medical intervention required in this incident.